Event description:
Reportedly, during testing, when the fio2 value was set to 70%, the display showed a value of 53%. It could not be solved by o2 sensor calibration. Upon replacing the oxygen sensor, this issue was resolved. There was no pt involvement reported.